Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was damaged on the display, upper corner and on the belt clip rail while the axe hit the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. Pump was cut open to perform visual inspection and found a crack lcd controller on the pcba 1. The sc1 cap was unable to lock properly into the reservoir compartment due to detached retainer. The following were noted during visual inspections: detached retainer, missing o-ring (reservoir tube), cracked belt clip rails, scratched case and cracked lcd window. Customers concerns of cosmetic damages were confirmed when cracked lcd window and cracked belt clip rails. Missing segments/partial display was noted due to a cracked lcd controller on pcba1. Unit was also received with detached retainer and missing o-ring (reservoir tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.